Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with glucose readings above 400 mg/dl for several hours despite two infusion set changes and a manual insulin dose; alerts for high glucose persisted, and the user had recently started therapy and confirmed in follow-up that insulin was stored refrigerated and within expiration. Symptoms included sustained elevated glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for assistance, no medical intervention, and no hospitalization. Investigation included user interview, troubleshooting, and education regarding potential causes, temporary disconnection when administering manual insulin, adherence to care plans, and verification of insulin storage and expiration. Investigation of this case revealed no device malfunction identified and an unclear cause of hyperglycemia. It was concluded that hyperglycemia occurred with cause unclear and that user education and monitoring were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.